Manufacturer narrative:
(B)(4). Song, m.g., yang, h.s., choi, j.b., kim, y.I., shin, j.k., chee, h.k., kim, j.s., lee, d.h. Aortic valve reconstruction with leaflet replacement and sinotubular junction fixation: early and midterm results. Annals of thoracic surgery 97 (4) (pp 1235-1241), april. 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced endocarditis after undergoing aortic valve reconstruction surgery during which aortic leaflets were created using supple peri-guard. The cause of the event was not reported. Treatment for the event was not reported. Further detail on the patient's outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Due to the endocarditis, the patient required reoperation (unspecified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.